Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the contact reported that the pump continued to display active insulin on board (iob) for a bolus that had been delivered earlier in the day. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up for additional information; however, the customer did not respond.